Event description:
It was reported that during a lap uterine adnexa resection, the tissue pad fell into the patient's abdominal cavity. The tissue pad was removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Added additional information: device a was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Four sterile devices were also returned. Devices b, c, d and e received were returned in good physical condition and inside the original sterile package. Only device b was analyzed. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.